Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint (b30) was confirmed. There was humidity inside the connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely water invaded scope connector during user handling of the device. It caused abnormality in electrical components and error message was displayed. User can detect the event by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image". User can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.". In addition, the following non-reportable malfunctions were found during the device evaluation : charged-coupled device cover lens scratched, distal end cover damaged, bending section cover glue chipped, humidity observed by the connector and corroded, angulation less than specified value, connector board corroded. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope produced a b30 scope communication error. The issue was found during preparation for use. There were no reports of patient harm.